Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported occlusion sensor error which was not reproduced during evaluation. The occlusion sensor error was verified through a review of the event history log as 'downstream occlusion' alarms. The cause was determined to be the downstream sensor out of specification. The force sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed occlusion sensor error. The error would appear as soon as the set is loaded and the door closed. There was no known patient injury or medical intervention associated with this event. No additional information is available.